Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Robotic lap cholecystectomy - after the bag was deployed, the doctor went to removed the bag and noticed that one of the metal prongs had detached from the actuator and stayed attached to the bag. The bag was only able to be partially cinched. Type of intervention - an additional bag was used to remove the bag and prong. Patient status - no patient injury.

Manufacturer narrative:
The event unit, without the tissue retrieval bag and one of the prongs, was returned for evaluation. Upon inspection, engineering determined that the prong that was attached to the unit was conformant. The proper bend, ?tang,? Was in place on the proximal end; this bend allows the prong to stay attached to the actuator once the unit is deployed. The detached prong was not returned for evaluation so the presence of a proper bend/tang could not be verified or tested. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.